Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere 9 catheter in a cardiac ablation procedure for persistent atrial fibrillation, the presenting rhythm was atrial fibrillation and cardioversion was performed, followed by mapping with pacing. Pulmonary vein isolation was performed with left and right wide area circumferential ablation. During the ablation the patient went into atrial flutter, mapping was performed, and a cavo tricuspid isthmus line ablation was performed. On the last ablation near the inferior vena cava end with atrial signals still present, a steam pop was reported during radiofrequency delivery, and a sudden impedance change was observed. The patient was reported to be stable with no complications, the case was completed. No patient complications have been reported asa result of this event.